Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning. A field service engineer (fse) opened the back panel; power cycled the station while unplugging drawers. The drawer 6 was identified as the cause of the issue, the drawer controller board was removed and replaced. After rebooting, the drawer was also tested in hardware test application (hta) and passed, and the customer verified inventory functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power not turning on. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.